Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited errors e226 (endoscope communication failure) and e216 (scope communication error). There was no patient involvement.